Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not seen exiting the infusion set tubing during the load fill process. Reportedly, customer changed supplies, and resumed insulin successfully. Customer's blood glucose level was 109 mg/dl.